Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device appeared to have fired properly on the third and fourth firing however the mucosa was coming through the staple line. There was concern for the integrity of the staple line therefore the surgeon used suture to over sew the staple line. The staples did not look tight enough. No adverse consequences reported. The device was discarded. (B)(6).